Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly that the pump usb port was loose, and the pump battery intermittently could not be charged properly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.